Manufacturer narrative:
Conclusion code: was updated.

Event description:
It was reported that the patient contacted the clinic because of a critical alarm. Upon interrogation a motor stall was noted to have occurred during early morning hours and it never recovered; no recovery in logs. This required hospitalization and the planned explant of the pump scheduled for 2015 (B)(6). When the patient presented for admission on ¿(B)(6)¿ she was initially well, and was prescribed ¿s/c¿ hydromorphone 3mg/q3h as needed and the pump was put into minimal rate. Apart from being found by the nursing staff sitting on the floor on (B)(6), the patient claimed this was voluntary, there was no remarkable symptoms. The patient spent most of (B)(6) going out to smoke. On the morning of (B)(6), when the pain team did their patient round they found the patient in bed, stating that she was "in agony." She was then prescribed an ¿s/c¿ infusion of ketamine 200 mgday and diazepam as needed but the dose not stated. There was no remarkable comments in the weekend progress notes. No diagnostic testing or troubleshooting occurred reported as not required. The issue was not resolved and the cause was undetermined. The patient was not exposed to a magnetic resonance imaging (MRI) scan or any apparent electromagnetic interferences. The pump was not interrogated before it was returned. It was explanted and replaced on 2015 (B)(6) as planned. At the time of the report the patient's status was reported as alive-no injury. The pump contained hydromorphone 6.25 milligrams per milliliter (mg/ml) and clonidine 562.5 micrograms per milliliter (mcg/ml) and was running at 3.2 mg/day. The patient was discharged home on 2015-06-02 with a lower dose of 2 milligrams per day of hydromorphone and 181.2 micrograms per day of clonidine. The patient had not made contact with the clinic since her discharge. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.